Manufacturer narrative:
Alleged failure: customer called to report that they had 4 clinically significant incidences that required medical support, the customer wouldn't go into detail on the nature of the events but stated that they felt the common denominator between the cases was the insufflator. They have since removed the insufflators from service pending an investigation. Patient reported to have experienced asystole. This record captures the 4th event mentioned above. The other 3 events are captured in separate records. Device incident report dir (B)(4) sponsor user complete letter received from the tga (B)(6)2024 - three patients experienced asystole following insufflation and required resuscitation following the use of stryker pneumo sure. No further adverse outcome for the patients. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could not be found as the specific deficiency or failure of the device was not reported by the account, therefore, the specific event could not be confirmed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient experienced asystole.

Event description:
It was reported that the patient experienced asystole.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.